Manufacturer narrative:
(B)(4). The patient reported the diagnosis date of the peritonitis as (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient presented to the emergency room for an unreported indication and was hospitalized. During hospitalization the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal vancomycin twice a week for a total of one month (dose not reported, last dose was sixteen days after receipt of this report). The patient was hospitalized for a total of twenty-one days with a discharge date the same as receipt of this report. At the time of this report the patient was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.